Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc blood leaks through blood control valve and leakage at catheter hub/tubing connection. The following information was provided by the initial reporter: mckesson rep called in behalf of a customer who stated that a box catheters caused bleeding into catheter when inserting. This has happened several time she said, but rep doesn't have specific amount of occurrences. All happened with same lot. Questions 1. Could you provide more details about the specific occurrences of bleeding into the catheter? 2. Did all the incidents occur with the same patient or different patients? 3. What was the impact to the patient? 4. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. 5. Can you please provide an exact date of event in format dd-mmm-yyyy? Response 13 dec 2024 we have recently experienced an issue with IV catheters from a specific lot affecting three or four of our clients. After the IV is started, the IV tubing does not properly connect to the catheters. Initially, we assumed the issue was with the tubing and disposed of an entire box. However, after switching tubing, we identified the problem as being with the IV catheters. The catheters are not securely connecting to the IV tubing, causing medication to leak down the patient¿s arm. This results in patients not receiving their proper dose of medication. We have used these catheters for over two years in our business without any prior issues. This leads us to believe this is a malfunction specific to the current lot.

Event description:
Event date updated to unknown.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 4037557. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.